Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed. The product returned for evaluation was one 20ga x 1¿ powerloc max safety infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. A small split was observed at the luer/tubing joint. Microscopic inspection of the split confirmed that it did not progress entirely through the extension tubing wall. The split exhibited a granular fracture surface. Beach marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization. The split features were consistent with material failure due to fatigue. Fatigue occurs when repetitive mechanical stresses such as twisting and kinking gradually cause a fracture to form and propagate in the material; however, additional factors appear to have contributed. No leaking was observed; however, the observed damage may have lead to leaking if use had not been discontinued. The device is a supplied component and the supplier has been notified of this event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "I got sprayed with saline from a line that had previously been infused through and had blood drawn through it. The tubing has a small crack in it and when I flushed it sprayed the patient and all down my arm."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "I got sprayed with saline from a line that had previously been infused through and had blood drawn through it. The tubing has a small crack in it and when I flushed it sprayed the patient and all down my arm."